Event description:
On or around 1/17/97, an aberrant ck-mb result was received while operating the analyzer. An initial result of 33.8 ng/ml was received and reported. This result was questioned and another sample was drawn 4 hrs later on the pt, which gave a result of 3 ng/ml. The customer then pulled the initial sample and reran it. A result of 3 ng/ml was received on the initial sample. A corrected report was issued. According to the customer, the original pt specimen had a lot of fibrin or particles in it. The customer feels this was the cause of the discrepancy. No report of medical intervention based on the first reported result.